Event description:
Customer reported unexpected negative reactions on a patient sample tested using capture-r ready screen (crrs) test wells.the patient has a history of anti-d in their serum.

Manufacturer narrative:
The instrument images were reviewed and were consistent with the customer's observation. It was noticed that there was a two hour gap prior to running the negative screen, where the galileo was inactive. Indicator cells could have settled out during this period. It was observed that the positive control values in the plate with negative reactions are significantly lower than those on the plate with positive reactions. This suggests incomplete stirring of indicator cells, leading to a negative reaction in the first run. The sample was retested first with cold reagents, and then after one hour, when the reagents had reached room temperature. With cold reagents the reaction was negative, with room temperature reagents the reaction was positive. Testing was repeated, using 7 old samples, 4 of which showed positive with room temperature reagents. All showed negative with cold reagents. The conclusion is that the reported problem was due to the use of cold reagents. The package insert for capture reagents indicates the reagents must be brought to 18-30 c° (i.e. Room temperature) before testing.